Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise and oversensing. Additionally, pacing impedance measurements less than 100 ohms were observed. Additional details surrounding the observation were unknown. A routine device replacement procedure was performed, and the rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.